Manufacturer narrative:
Related patient identifiers: (B)(6), (B)(6), (B)(6), (B)(6) and (B)(6). The device was returned to olympus for inspection. The lot number was 45v with supplementary information number of ¿13". Visual inspection/ dimensional inspection: the tip of the insertion part, the coil sheath was deformed; the insertion part near the hard part was buckled; the needle tip was deformed to the inside. Olympus investigator was able to confirm the customer failure and determined the following cause: upon inspection of the distal end of the insertion portion, deformation of the coil sheath and a hole in the outer tube were discovered. Based on the investigation, it was unclear what caused the material to become buckled/punctured. A root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that two needles were bent. Additionally, pressure was noted when passing the needle inside the working channel, resulting in the channel being pricked. The reported issue occurred during a diagnostic endobronchial ultrasound (ebus), which was completed using another device. The customer returned five (5) needles (same model number, different lot) related to this event. There were no reports of patient harm. This is report 4 of 5.